Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was converted to a traditional laparoscopic surgery due to the system error could not be recovered. The port size incision was not increased and there were no additional ports needed. The patient tolerated the change well. The robotic procedure that was being performed was a urologic surgical procedure. Patient demographic information was provided. The probable root cause of the reported complaint can be attributed to an exceeded limit on the use hour meter of the endoscopic camera manipulator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and performed service to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse contacted technical support to reported that error 31020 had occurred before the procedure began. The issue persisted even after the site power cycled the system, and as a result, the procedure could not be completed as planned. Error 31020 indicated a counter limit issue. The procedure was completed with no report of patient injury.